Manufacturer narrative:
Concomitant devices - unknown maxim bearing catalog #: ni lot #: ni, unknown maxim femoral component catalog #: ni lot #: ni. The complaint sample was evaluated radiographically and the reported event was confirmed. X-rays were received and evaluated by mmi. It was noted that there is a suspicious loosening of tibial component, loosening and osteolysis due to radiolucencies of femoral component and possible medial femorotibial compartment polyethylene wear. The device history records could not be reviewed as the lot number of the devices is unknown. A review of the complaint history could not be performed as the part and lot numbers of the devices are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-03315 / 07683 / 07684).

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to instability. During the revision procedure, the tibial bearing was noted to be worn and was replaced along with the locking bar.